Event description:
A customer reported via phone call indicating that they experienced a seizer and woke up in the hospital with a low blood glucose level of 23 mg/dl. The customer was hospitalized on (B)(6) 2015. The customer stated that their insulin pump delivered 25.0 units of insulin without the customer's knowledge. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Additional information has been received which was not included with the initial reports. The additional information has been provided with this report. The download history file shows a 25.0unit bolus that was programmed and delivered on (B)(6) 2015 at 2:49:55. The button event file was overwritten. We were unable to verify if 25.0unit bolus was manually programmed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.